Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed the allegations of damage to insulation, the lead body, and electrode end (tip end) based on observation of a puncture hole in the insulation before the spiral fixation (tip region of lead). The observed damage is consistent with a back-loaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation, lead body and electrode end damaged. This was in an attempt to load this lv lead over to a wire with the distal end going over the proximal back end of the cougar wire, then the wire poked through the outer insulation of the lead body by a few centimeters past the fourth electrode end. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation, lead body and electrode end damaged. This was in an attempt to load this lv lead over to a wire with the distal end going over the proximal back end of the cougar wire, then the wire poked through the outer insulation of the lead body by a few centimeters past the fourth electrode end. This lead was never in service. No adverse patient effects were reported.